Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found pitch cable to be broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. The cable crimps were returned with the instrument. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the wire on the large needle driver instrument broke while in use. There were no reports of fragment(s) falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.